Event description:
It was reported the device burned a patients lip during a procedure at the user facility. The device caused a second degree burn to the patients lip and ointment was applied.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported the device burned a patients lip during a procedure at the user facility. The device caused a second degree burn to the patients lip and ointment was applied.